Event description:
Reporter alleged that aviva test strips were labeled with an expiration date of "4-30-2010". The manufacturer's records show the actual expiration date to be 07/31/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Account alleged that the plug receptacle will arc when plugging the bed into a wall outlet. Account stated that there were no injuries.